Event description:
The device was removed due to a "malfunction". As reported to co, one cylinder only and some assembly kit component(s) only were removed and replaced. 1/28/97 - upon receipt of addl info from the physician/surgeon, he stated..."the device was removed due to a malfunctioning penile prosthesis. A ruptured right corporal cylinder to probable herniation was observed at the time of the surgical revision. A previous cylinder being ruptured in the same area had occurred. Attempts of close previous corporatomy apparently failed. A circumstance which may have contributed to this occurrence was relaxed corporal closure which allowed the cylinder to herniate and rupture. A capsule had grown over corporatomy making closure difficult".